Manufacturer narrative:
The attorney alleges the patient underwent a diagnostic laparoscopy and repair of incarcerated supraumbilical hernia due to the failure of the ventralex mesh and the mesh was explanted. However, the provided medical records indicate that the previous hernia repair with the ventralex mesh was subumbilically. The supraumbilical hernia repair operative report notes that the ventralex mesh was visualized with no mesh issue noted. Furthermore, there is no indication in the provided operative report that the ventralex mesh was involved in the procedure or that the mesh was explanted. The attorney alleges recurrence, based on the medical records provided, the second hernia repair is located above the previous ventralex repair site. Based on the provided information, there is no indication of a device issue or that the adverse event being attributed to the bard/davol ventralex mesh. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney and provided medical records: ni/ni/ni: the patient underwent implant of an unknown bard/davol ventralex to repair a subumbilical hernia. On (B)(6) 2018: the patient underwent an abdominal CT scan which identified two supraumbilical fat containing ventral hernias which had increased in size since previous imaging studies performed in (B)(6) 2017. On (B)(6) 2018: the attorney alleges the patient underwent a diagnostic laparoscopy and repair of incarcerated supraumbilical hernia due to the failure of the ventralex mesh with explant of the mesh. Per the operative report, the patient underwent diagnostic laparoscopy and repair of incarcerated supraumbilical hernia. Operative dictation indicates that after a small periumbilical incision and the fascia opened it "appeared that there had been some subfascial umbilical mesh placed. For that reason we made another incision over the supraumbilical hernia and atraumatically opened the hernia sac..." Upon entry, "we could see that there was a circular piece of mesh placed subumbilically at a previous umbilical hernia repair." The supraumbilical hernia was then repaired with an unspecified vicryl mesh.